Event description:
It was reported that the lead was explanted and replaced due to dislodgement. There was no electrical malfunction. The patient condition was stable before, during, and post procedure.